Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the if it could have contributed to the reported diabetic ketoacidosis, and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported by the (B)(6) hospital that the patient's blood glucose (bg) reached greater than 250 mg/dl while wearing the pod longer than 48 hours on the leg. The patient's blood glucose, carbohydrate, and insulin history is as follows: time: 7:35 am, bg(mg/dl): 224 mg/dl; 10:33 am, 396 mg/dl. The patient self-treated their high bgs with a hydrator; they were then brought to the hospital by a family member due to throwing up. Patient was seen by a health care professional on (B)(6) 2017 and was diagnosed with diabetic ketoacidosis (dka). Patient was treated with insulin drip, was given zofran in the emergency room and prescribed drug name lantis; taken daily.